Event description:
Baxter reported that blood contamination was observed in the venous pressure monitor line of a system 1000 hemodialysis machine. Investigation relative to reports of blood in the internal pressure monitoring lines of hemodialysis hardware has shown that this can be related to blood striking through the transducer protector on the bloodline during patient use.